Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "air in line alarm all the time" which were verified through a review of the event history log by the presence of "air-in-line!" But were not determined if the alarms were true or false. Evaluation reproduced the reported symptom and found the cause to be an ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line all the time. There was no patient involvement. No additional information is available